Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by utilizing contralateral approach. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.